Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for not clipping due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that clipping errors occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported difficulty getting her needles to go into the safe-clip device. Stated she has to snap the needles off into the safe-clip. Stated it seems like it is full however she knows it is not full because she has only been using it for 4 1/2 months."

Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 1208182. Device available for eval? Yes. Returned to manufacturer on: 2020-06-08. Device returned to manufacturer: yes.

Event description:
It was reported that clipping errors occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported difficulty getting her needles to go into the safe-clip device. Stated she has to snap the needles off into the safe-clip. Stated it seems like it is full however she knows it is not full because she has only been using it for 4 1/2 months."

Manufacturer narrative:
The following fields have been updated with additional information: h.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for not clipping on lot # 1208182. A review of risk management 730rmn-0004-02 revision 04 indicates that the potential risk of this specific reported incident (safeclip, not clipping) was captured and addressed appropriately. Investigation summary: customer returned (1) bd safe clip from lot # 1208182. Customer states that there is difficulty getting her needles to go into the safe-clip device and she has to snap the needles off into the safe-clip. The returned safe clip was tested and was able to function properly without any observed defects. DHR for the reported lot number provided by manufacturing. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that clipping errors occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported difficulty getting her needles to go into the safe-clip device. Stated she has to snap the needles off into the safe-clip. Stated it seems like it is full however she knows it is not full because she has only been using it for 4 1/2 months."